Event description:
Information received from the field does not address the patient's clinical status but notes exit block, low lead impedance and that an x-ray showed an obvious insulation fracture.~~~~~~~~~